Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, during the night he experienced a low of 44 mg/dl. Customer wasn't wearing the cgm system and wanted to reconnect to it now. Troubleshooting in regards to low blood glucose was not performed. Troubleshooting on the transmitter was performed and customer was advised the device was working properly. Customer is not returning the transmitter for further analysis.